Event description:
It was reported that ???/hour glass/no readings/sensor error in status box was reported. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 the patient experienced sensor error for 6 hours. The patient experienced a hypoglycemic event and passed out (no information about blood glucose values). The patient´s child found the patient passed out with the continuous glucose monitor in sensor error. It is not specified whether the patient was aware of the sensor error, for how long, or whether the patient was monitoring the blood glucose by fingerstick. The child called emergency medical service and the patient was treated by unspecified means to raise the blood glucose. The patient recovered after treatment. At the time of the report, the patient was upset but fine and back to normal. Due diligence attempts to contact the reporter for more information were unsuccessful. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.